Manufacturer narrative:
Hill-rom technical support suggested checking the CPR valve. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the CPR valve to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located in medsurg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).